Event description:
The adhesive on these electrodes does not stick as well as others. It is imperative that electrodes stick to the pts being monitored, otherwise the monitors do not give the proper readings. The pts that are monitored are sedated for oral surgery and any fluctuations in vitals must be noted, currently this is not happening.